Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hemicolectomy. During the entire procedure tissue slippage occured after blade actuation. The surgeon was not able to find a resolution, because cleaning the device multiple times did not help. Additional information received from rep on 19jul2017: only 1 voyant device was used. For dissection standard monopolar diathermia was used. The tissue was standard tissue you normally dissect and seal during a hemicolectomy. The issues started directly at the beginning of the procedure. The jaws were cleaned with nacl solution. No irrigation fluid was used during the procedure/in the patient. The patient did not exhibit an inflammatory response in the seal areas.